Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. The user-reported cgm failure was confirmed through log file review, as the ilet was operating in bg-run mode at the time of the event. However, the underlying cause of the sensor failure could not be determined from the ilet system logs. The ilet responded appropriately to manual bg entries and issued insulin delivery requests as expected. This information has been shared with the cgm manufacturer for further evaluation. A supplemental report will be submitted if additional relevant information becomes available.

Event description:
On 02-jun-2025, it was reported that on (B)(6) 2025, the user experienced diabetic ketoacidosis (dka) with a blood glucose (bg) level of 585[?]mg/dl. The user had been operating the ilet in bg run mode due to cgm failure. The user was taken to urgent care by their spouse, where they were treated for dka with intravenous insulin. The user was released the following day. No long-term health effects were reported, and the user has since reconnected to the ilet.